Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No missing segments/partial display anomaly or full segments display anomaly noted. The insulin pump had cracked case at display window corners, battery tube threads and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had partial display. The customer was assisted with partial display troubleshooting. The customer's blood glucose level was 189mg/dl at the time of the incident. The customer stated that they have changed the battery and the black screen remained. The customer stated that the insulin pump was not exposed to neither extreme temperatures nor direct sunlight. The customer also stated that the insulin pump did not pass self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.